Event description:
There was an allegation of questionable ise indirect gen 2 results for qc material and patient samples from the cobas pro ise analytical unit. The initial sodium result was 143 mmol/l and the repeat result was 127 mmol/l. The initial chloride result was 110 mmol/l and the repeat result was 99 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The sodium electrode lot number was k9916 and the chloride electrode lot number was g2067. The expiration dates were requested but were not provided. The field service engineer found the sample was not mixing sufficiently and adjusted the diluent dispense nozzle. He flushed the sample probe path and the path from the ise block out to the waste. He conditioned the electrodes and ran precision testing successfully. The customer ran qc on all tests and the results were within acceptable ranges. The investigation determined the service actions resolved the issue.